Manufacturer narrative:
(B)(4). The investigation was completed on 02/23/2018. A review of the device history record confirmed the lot passed finished goods release criteria. Retain cartridge test results met the acceptance criteria found in q04.01.003 rev. Ac, appendix 1 - product complaint level 2 and level 3 investigation procedure. No deficiency identified.

Event description:
On (B)(6) 2018, abbott point of care was contacted by a customer regarding I-stat chem8+ cartridges that yielded suspected discrepant results on a (B)(6) male patient admitted with abscess. There was no additional patient information available at the time of this report. Return product is available. Method date collected tested hgb hct sample method: lh780, date: (B)(6) 2018, collected: 1638, tested: 1638, hgb:15.6 hct: 47 g/dl, sample: a; I-stat, (B)(6) 2018, 1800, 1800, 22.4 g/dl, 66 g/dl, a. There are no injuries associated with this event. At this time there is no reason to suspect a malfunction exists. The reporting decision was based on information available that suggests the product was not performing within the variability of the assay. The investigation is underway.